Event description:
It was reported that while using plate trypticase soy agar 5% sb 100 ea contamination occurred. The following information was provided by the initial reporter: "according to the customer's report, bacillus licheniformis was detected in one plate out of 1000 (100 plates x 10 cartons) before usage.".

Manufacturer narrative:
H.6 investigation summary: complaint history was reviewed, and no other complaint has been taken on this lot. At this time. Did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. It includes bioburden testing. A visual inspection was performed on 20 retention samples of this lot. As a result,no contamination was observed. The root cause for this could not be determined we will continue to monitor this lot.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using plate trypticase soy agar 5% sb 100 ea contamination occurred. The following information was provided by the initial reporter: "according to the customer's report, bacillus licheniformis was detected in one plate out of 1000 (100 plates x 10 cartons) before usage."